Manufacturer narrative:
Customer was phoned twice and emailed once requesting return of the breast pump base using the expedited fedex return label so product inspection and investigation can be completed. As of this date, the product has not been returned to ameda labs therefore a visual inspection and in-depth investigation could not be performed. If the product is returned at a later date, a supplemental MDR report will be filed with the FDA upon completion of testing.

Event description:
Customer contacted ameda, inc. On (B)(6) 2016 report the purely yours ultra breast pump she has been using on exclusive battery power has stopped powering on her pump. The 6 aa batteries currently in the pump base battery compartment were used for 2 pumping sessions. The indicator light is steady with usage of the ac adapter but not with batteries. Customer was asked to open the battery compartment door and remove the batteries to test the motor. She took off the battery compartment door to remove the batteries while speaking to the customer service representative and discovered the batteries had a gray dust all over them. This can be an indication that the batteries had opened up and leaked battery acid during a pumping session. Customer was sent a replacement breast pump base and was asked to return the original pump base back to ameda for investigation.

Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. The battery fluid crust was observed on returned batteries. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.